Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Concomitant medical products: c6tr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket and nerve stimulation. The left ventricular (lv) lead dislodged. The lead exhibited high thresholds, unstable thresholds and intermittent capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.